Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The root cause of the reported issue was not determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device does not provide voice prompts when the lid is opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no report of patient use associated with the reported event.